Manufacturer narrative:
Xinbing lv , huijian ge , xiaochuan huo et. Al. Analysis on the effect and prognostic factors of cerebral arteriovenous malformations (avm) after endovascular embolization combined gamma knife surgery. Total 55 patient - male patient 28(50.9), female patient 27(49.1) average age 29.9±11.3 the onyx was not available for evaluation as this event was captured through literature review and the onyx was used in the patient during the procedure. There is no evidence suggesting the onyx was defective. The cause of the reported events cannot be reliably determined, however, per the reported information, review of the IFU, and review of the literature to investigate this events occurred in the patient post procedure.

Event description:
Medtronic received information through literature review that of 55 patients that received endovascular embolization in combination of gamma knife surgery (gks), 2 patients had hemorrhagic complications after embolization (sah and ventricular hemorrhage), 3 patients experienced muscle weakness, 1 patient experienced diplopia, 1 patient experienced blood clots to lower limbs, and 2 patients died due to avm bleeding. The patients that experienced hemorrhage after embolization have recovered well. Among 55 avm patients receiving onyx embolization combined with gks treatment, 37 (67.3%) have taken the dsa or MRI re-examination after radiosurgery. According to CT, it is verified that 2 cases died because of avm bleeding (unhealed). The image follow-up shows that the avm of 10 cases has been eliminated completely, and the cure rate of joint treatment is 31.25%.